Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) was having video input issues. Technical support (ts) troubleshot the issue; however, the issue remained. The customer requested for the unit to be replaced. There was no patient injury reported. Investigation summary: the reported issue was duplicated during the evaluation of the returned device. The unit was found to be physically damaged. The hdds were degraded and the motherboard and video card needed to be replaced. Due to the findings of physical damage, the root cause is likely related to mishandling of the device. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) was having video input issues. There was no patient injury reported.

Event description:
The customer reported that this central nurse's station (cns) was having video input issues. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) was having video input issues. Technical support (ts) troubleshot the issue; however, the issue remained. The customer requested for the unit to be replaced. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.